Event description:
It was reported that low, out of range pacing lead impedance was noted via a merlin.net transmission. During the follow-up, no capture was observed. The lead was explanted and replaced. Patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.